Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives, depression, anxiety, fatigue, rhabdomyolysis, diverticulitis, ruq pain, constipation, abdominal pain, nausea, vomiting, premenstrual dysphoric disorder, anxiety, nicotine dependence, paratubal cyst, uterine dilation and curettage, grand multiparity, perineal pain, major depressive disorder and cholecystectomy. CT scan: colonic diverticulosis without evidence for diverticulitis. Unremarkable pancreas. Two focal areas of consolidation identified in the left lower lung lobe. It is unclear if these areas represent infection. Correlate clinically. Recommend follow-up chest CT to ensure resolution. Previously administered products included for an unreported indication: varenicline and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced malabsorption ("gastrointestinal or digestive system condition type: malabsorption/chronic diarrhea"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and diarrhoea ("gastrointestinal or digestive system condition type: malabsorption/chronic diarrhea"). In (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain") and arthralgia ("joint pain"). In 2016, the patient experienced fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/anxiety"), anxiety ("psychological or psychiatric problems condition: depression/anxiety") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss") and female reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced urticaria ("allergic or hypersensitivity type: hives/rashes or skin conditions type: hives became more common"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), uterine polyp ("other injury(ies) or complication please describe:fibroids/polyps"), abdominal pain ("abdominal pain"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids/polyps"). The patient was treated with medroxyprogesterone acetate (depo provera), surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilatation and curettage, and endometrial ablation), removal of fibroids and removal of polyp. Essure was removed. At the time of the report, the endometritis, menorrhagia, genital haemorrhage, uterine leiomyoma, uterine polyp, abdominal pain, back pain, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, dyspareunia, migraine, mood swings, vaginal haemorrhage, urticaria, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, headache, pelvic pain, vision blurred, malabsorption, alopecia, diarrhoea, arthralgia, abdominal pain lower and female reproductive tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, depressive symptom, diarrhoea, dysmenorrhoea, dyspareunia, endometritis, fatigue, female reproductive tract disorder, female sexual dysfunction, genital haemorrhage, headache, malabsorption, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: events started shortly after essure insertion procedure. Trailing coils:, left _7, right _3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: diarrhea, mood swings, chronic endometritis, pelvic pain, menorrhagia, dysmenorrhea,. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received. The case becomes serious incident. Reporter information, auto-narrative supplement, other relevant history, event: "chronic endometritis" added. On 21-dec-2020: mr received: event menorrhagia made medically significant and intervention required due to surgery. Reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives, depression, anxiety, fatigue, rhabdomyolysis, diverticulitis, ruq pain, constipation, abdominal pain, nausea, vomiting, premenstrual dysphoric disorder, anxiety, nicotine dependence, paratubal cyst, uterine dilation and curettage, grand multiparity, perineal pain, major depressive disorder and cholecystectomy. CT scan: colonic diverticulosis without evidence for diverticulitis. Unremarkable pancreas. Two focal areas of consolidation identified in the left lower lung lobe. It is unclear if these areas represent infection. Correlate clinically. Recommend follow-up chest CT to ensure resolution. Previously administered products included for an unreported indication: varenicline and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced malabsorption ("gastrointestinal or digestive system condition type: malabsorption/chronic diarrhea"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and diarrhoea ("gastrointestinal or digestive system condition type: malabsorption/chronic diarrhea"). In (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain") and arthralgia ("joint pain"). In 2016, the patient experienced fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/anxiety"), anxiety ("psychological or psychiatric problems condition: depression/anxiety") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss") and female reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced urticaria ("allergic or hypersensitivity type: hives/rashes or skin conditions type: hives became more common"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), uterine polyp ("other injury(ies) or complication please describe:fibroids/polyps"), abdominal pain ("abdominal pain"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids/polyps"). The patient was treated with medroxyprogesterone acetate (depo provera), surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilatation and curettage, and endometrial ablation), removal of fibroids and removal of polyp. Essure was removed. At the time of the report, the endometritis, menorrhagia, genital haemorrhage, uterine leiomyoma, uterine polyp, abdominal pain, back pain, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, dyspareunia, migraine, mood swings, vaginal haemorrhage, urticaria, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, headache, pelvic pain, vision blurred, malabsorption, alopecia, diarrhoea, arthralgia, abdominal pain lower and female reproductive tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, depressive symptom, diarrhoea, dysmenorrhoea, dyspareunia, endometritis, fatigue, female reproductive tract disorder, female sexual dysfunction, genital haemorrhage, headache, malabsorption, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: events started shortly after essure insertion procedure. Trailing coils:, left _7, right _3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: diarrhea, mood swings, chronic endometritis, pelvic pain, menorrhagia, dysmenorrhea,. Lot number: b09704, manufacturing date: 2013/03, expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.